Manufacturer narrative:
On (B)(6) 2018 the medical affairs manager checked the x-rays and commented as following: postoperative femoral fracture after primary cementless tha occurred during the rehabilitation period. The fracture is probably due to a traumatic event happened during walking re-education period of time . No reason to suspect that this event is due to a faulty device. Since no medacta implants were removed the agent was not in the case. The agent is working to obtain the missing information.

Event description:
During rehab the patient fractured at the femur. The surgeon cabled the fracture. The surgery was completed successfully.